Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were examined by dentist and orthodontist, and they advised the patient to stop byte aligner treatment immediately. Patient had gum recession in their back teeth. They were prescribed pain medication, prescription mouthwash and other treatments to reverse the damage caused by the byte aligners. They are currently being treated by the orthodontist and dentist to reverse the damage and correct their bite that were caused by the aligners so that they no longer experience tmj and teeth grinding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.